Event description:
It was reported that the device had a motor rate error. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device and initial reporter also sent report to FDA are unknown. No product information has been provided to date.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated.h6: event problem and evaluation codes: updated.h10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the tamper seal was broken, the right plunger case was cracked and the bottom case was damaged upon receipt. Functional flow testing was performed. Error code for motor rate error was found in the device event history log. Results: the customer reported issue was duplicated during the investigation. Root cause of the reported event would be attributed to normal wear of parts that, in this case, have been in use for over 10 years. The motor assembly was replaced the reported problem cleared up. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: b3: correction: date of event: updated, d4: correction: model number: 3500, h4: device manufacture date: updated.